Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration/perforation/migration/ extra tubal essure implant/essure device perforated my fallopian tube") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida, parity 1, amenorrhea, abdominal pain lower, irritable bowel syndrome, hormone level abnormal, hot flashes, hypertension and dysmenorrhea. Concomitant products included drospirenone + ethinylestradiol (gianvi) and ibuprofen. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (right tubal ligation, removal of essure device and lysis of omental adhesions). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation and pelvic pain outcome was unknown. The reporter considered fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: physician was unable to place the inserts as a curled up inside the uterine cavity and the tubes could not be cannulize. The essure device was introduced into the left tube without difficulty and the introducer removed without difficulty. No coils were left trailing into the uterine cavity. The device was deployed into the right tube in a similar fashion, again without difficulty and no coils left trailing into the uterine cavity. Concerning injuries reported in this case the following ones was described in patient medical records: pelvic pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration/ perforation/migration/ extra tubal essure implant/essure device perforated my fallopian tube") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 1, amenorrhea, abdominal pain lower, irritable bowel syndrome, hormone level abnormal, hot flashes, hypertension and dysmenorrhea. Concomitant products included drospirenone + ethinylestradiol (gianvi) and ibuprofen. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (right tubal ligation, removal of essure device and lysis of omental adhesions). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation and pelvic pain outcome was unknown. The reporter considered fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: physician was unable to place the inserts as a curled up inside the uterine cavity and the tubes could not be cannulize. The essure device was introduced into the left tube without difficulty and the introducer removed without difficulty. No coils were left trailing into the uterine cavity. The device was deployed into the right tube in a similar fashion, again without difficulty and no coils left trailing into the uterine cavity. Concerning injuries reported in this case the following oneswas described in patient medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-mar-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.